Manufacturer narrative:
Product ID (B)(4) serial# (B)(4) implanted: explanted: product type recharger if information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 2018 additional information was received reporting that the patients weight at the time of the event was (B)(6) lbs., and that the replacement of the desktop charger (dtc) had resolved the issue of the ins recharger (insr) requiring long charging time. No additional patient symptoms, or additional device complications were reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for radiculopathy, post lumbar laminectomy syndrome, and spinal pain. It was reported that the patient's recharger would act like it's shorting out, when plugged into the power source it will start to come on and then do nothing. If patient wiggles the connector pin it will come on but has to be held a certain way to stay on or recharger stops charging. Connector pin is loose. The patient is reporting that they are having to recharge ins more frequently taking 2-3 nights to get ins to charger all the way and having to sit up to 5 hours per night it would get so hot they had to take it off. No symptoms were reported at this time. No further complications reported and/or anticipated at this time.